Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test and excessive no delivery test. No unexpected motor error alarm or low reservoir alarm noted. However, pump received with loud motor noise during rewind due to faulty motor. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 208mg/dl at the time of the incident. The customer stated that the insulin pump sounded different when rewinding and pump alarmed motor error after taking some insulin. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The displacement test and manual prime were successful and motor error did not recur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.